Manufacturer narrative:
Device available for eval? Info is not available at the time of this report to indicate availability of device sample. The investigation report is not available at the time of this report.

Event description:
The incident/defect was reported as: jamming and deformed. No pt injury or intervention reported.